Event description:
Customer reported a high blood glucose level. Highest recorded blood glucose level was 565 mg/dl; cause was not known. Customer managed the situation with a correction injection via mdi. Control iq feature was not active during the event, and there were no frequent high blood glucose occurrences. No further assistance was needed.